Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported events. Dissection is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, the reported dissection was an anticipated procedural complication. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Event description:
On (B)(6) 2016, the patient underwent a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system reperfusion catheter (ace68) with final flow of thrombolysis in cerebral infarction (tici) 3. It was reported that after the procedure and stenting of stenosis, the physician noted a dissection in the digital subtraction angiography (dsa) scan. Subsequently, a follow-up computerized tomography (CT) performed 24-hours after the procedure was negative for intracranial hemorrhage. The patient was discharged home on (B)(6) 2016. The dissection was adjudicated as non-serious which resolved on the same day with a possible relationship to the ace68, the stent device and the angiographic procedure.